Event description:
In 2009, the patient reported that on 4 occasions since the month prior, the infusion site adhesive fell off of his body while he was sleeping. His blood glucose elevated to 447-501 mg/dl as a result. This most recently occurred this morning and he stated he experienced "pains in my chest, shoulders" and he though he "thought I was having a heart attack." He changed the infusion set and bolused 13 units of insulin through the infusion device. His target blood glucose level is 115 mg/dl. The patient was sent IV prep wipes and adhesive dressings. Upon follow up a week after the report, the patient reported that the adhesive dressing "worked out fantastic" and he had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.